Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The retractor has a sharp burr on it. It most likely got nicked by the saw. Case type: tka.

Manufacturer narrative:
Update section reported event: -customer reported that the retractor has a sharp burr on it. Device evaluation and results: -device evaluation was performed and the bent hohmann retractor event was confirmed. Device history review: -a review of the device history records indicate 199 devices were manufactured and accepted into final stock on 01/23/18 with no discrepancies. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the bent hohmann retractor . There have been one other event for the referenced lot number. Pr # (B)(4) - was found to be from the same lot as the part in this complaint. The part from the pr above displayed the same failure. Conclusions: -the bent hohmann retractor was inspected, revealing multiple spots where it was hit by a cutting tool. Material from the surface of the retractor appears to have been removed as a result of contact with the cutting tool. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The retractor has a sharp burr on it. It most likely got nicked by the saw. Case type: tka.